Event description:
It was reported that 09 february 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen a procedure using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the activated clotting levels was above 300s and heparin was administrated. The transesophageal echocardiography (tee) showed a clot was noted on the cable, it got aspirated back with sheath and cable removal. The clot was in a fiber like shape and the sheath was in the patient for 40min. The device was implanted after three partial recaptures. The patient reported stable pre procedure and post procedure. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient device interaction problem and thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a root cause of the reported incident could not be conclusively determined. Thrombus is a potential adverse events associated with the device or implant procedure per the amplatzer amulet instructions for use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.